Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. The adapt confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss alarm noted during testing or in device trace download. Pump error 63 alarm during self test and confirmed in device history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power loss alarm and hardware low level failures alarm. Customer did not passed the self test. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.